Event description:
Boston scientific received information that this right ventricular (rv) lead was removed from service due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received confirming this lead had been experiencing undersensing and elevated threshold measurements. No other adverse events have been reported. This product issue will be updated if additional information is received.